Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot#: 0209385174, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event onset was on (B)(6) 2017. There was a report of a broken electrode due to a fall. It was reported that there was an unscheduled visit on (B)(6) 2017 and the system was replaced on (B)(6) 2017. The event was resolved on (B)(6) 2017. Relevant medical history includes urge incontinence with pollakiuria. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0209385174, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a lead fracture due to patient's fall. No additional information relatively to the action taken with the lead were currently available. No surgical intervention occurred or was planned. Relevant medical history includes urge incontinence. No further patient complications have been reported as a result of this event.